Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r1909540) on 22-may-2019. The most recent information was received on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue, incapacitating') and deep vein thrombosis ('deep vein thrombosis') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant), alopecia ("hair loss"), depressed mood ("morale decreased"), myalgia ("muscle and joint pain") and arthralgia ("muscle and joint pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fatigue, deep vein thrombosis, alopecia, depressed mood, weight increased, myalgia and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, deep vein thrombosis, depressed mood, fatigue, myalgia and weight increased with essure. The reporter commented: batch number was not reported. Incident reported by helth authority . Further company follow-up with the regulatory authority is not possible. Amendment: the report was amended for the following reason: correction: lot number was deleted. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 22-may-2019. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ('intense fatigue, incapacitating') and deep vein thrombosis ('deep vein thrombosis') in an adult female patient who had essure (batch no. 32678, 39635) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criterion medically significant), deep vein thrombosis (seriousness criterion medically significant), alopecia ("hair loss"), depressed mood ("morale decreased"), myalgia ("muscle and joint pain") and arthralgia ("muscle and joint pain") and was found to have weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the fatigue, deep vein thrombosis, alopecia, depressed mood, weight increased, myalgia and arthralgia outcome was unknown. The reporter provided no causality assessment for alopecia, arthralgia, deep vein thrombosis, depressed mood, fatigue, myalgia and weight increased with essure. The reporter commented: batch number was not reported. Incident reported by health authority. Further company follow-up with the regulatory authority is not possible. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.